Event description:
It was reported to boston scientific corporation that an injection gold probe was intended to be used for hemostasis during a stomach biopsy procedure. According to the complainant, the injection gold probe was not tested prior to use. Reportedly, the device was connected to the erbe generator, and then advanced through the scope and into the patient, where it failed to function. All connections were checked, but no issues were present. Additionally, no device damage was visible. The procedure was completed with a second injection gold probe along with the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Reported event: probe fails to deliver energy. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation tests; the device met specification in both cases. Functionally, when the handle was actuated, the needle extended and retracted without issue. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was intended to be used for hemostasis during a stomach biopsy procedure. According to the complainant, the injection gold probe was not tested prior to use. Reportedly, the device was connected to the erbe generator, and then advanced through the scope and into the patient, where it failed to function. All connections were checked, but no issues were present. Additionally, no device damage was visible. The procedure was completed with a second injection gold probe along with the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.